Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on: apr 15, 2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal and replacement. The lens was cleaned and scratches and haptic damage were observed, which can be attributed to handling and cannot be confirmed to be related to manufacturing. The complaint issue was confirmed, however this can be attributed to manufacturing and cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no other investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a broken haptic and it was noticed after insertion into the patient's left eye. The lens was replaced with backup lens of same model and diopter to complete the procedure. There was no patient injury and no medical intervention was required. The patient was doing ok post-operation. No further information is available.